Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer reports a bravo retained capsule from a study they performed approximately 10 weeks ago. Medtronic medical affairs followed-up with the physician and received additional information as follows; the patient had a diagnosis pre-procedure of intractable acid reflux. The bravo capsule was placed in (B)(6) 2017. The retained capsule was noticed (B)(6) 2017 and the patient was admitted to the hospital. The capsule was removed without issue and the patient was discharged on (B)(6) 2017. The patient is in stable condition.